Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted. The patient's medical history included c-section, cholecystectomy, hysteroscopy, renal stone removal, tonsillectomy, fatigue, light headedness, cough, menorrhagia, dysmenorrhea, menses irregular, dysuria, muscular weakness, numbness, acne, anxiety, depression, difficulty sleeping, uterine fibroids and uterine bleeding. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with da vinci robot, right salpingectomy and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted. The patient's medical history included c-section, cholecystectomy, hysteroscopy, renal stone removal, tonsillectomy, fatigue, light headedness, cough, menorrhagia, dysmenorrhea, menses irregular, dysuria, muscular weakness, numbness, acne, anxiety, depression, difficulty sleeping, fibroids and uterine bleeding. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with da vinci robot, right salpingectomy and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.